Manufacturer narrative:
Follow-up #1: date of submission 01/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: the black box indicates the time/date was manually manipulated several times on 2015-11-19 and 2015-11-18 leading the basal tdd's for 11-19 and 11-18 to appear to be inaccurate. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No eaw's occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was determined that the basal delivery totals in tdd do not match active basal program total. There was no known cause for variation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.